Manufacturer narrative:
Product analysis: the subject delivery catheter system (dcs) was not returned to medtronic and as such no analysis could be performed. No procedural images were provided for review. Conclusion: the reported event indicates that the valve was resheathed one time. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. A pseudoaneurysm of the right groin occurred and lead to bleeding. Vascular access related complications, such as pseudoaneurysm and bleeding are known potential adverse patient effects per the evolut pro system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). Per the physician, the pseudoaneurysm was not related to the dcs but was related to the procedure. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, with this delivery catheter system (dcs) via the right femoral artery, the valve was resheathed one time. The valve was then successfully implanted. A pseudoaneurysm of the right groin occurred and lead to bleeding. Balloon dilation and endarterectomy of the right femoral artery with a patch were required. Six units of packed red blood cells were transfused. Per the physician, the pseudoaneurysm was not related to the dcs but was related to the procedure. The pseudoaneurysm was reported as resolved. The minimal lumen diameter was 6.1 millimeter (mm). Following the implant of the valve, aortography noted unspecified trace aortic regurgitation (ar). No treatment was required for the ar. Two days post implant an electrocardiogram (ECG) indicated a left bundle branch block (lbbb). No treatment was required for the lbbb and the lbbb resolved eight days post implant. No additional adverse patient effects were reported.